Event description:
It was reported that the trial patient had an abscess at the site where the doctor first tried to place lead. She went to urgent care to be looked at and was given antibiotics. She had an appointment with her doctor on (B)(6) 2015 to have him look at it and make a decision to move forward with implant or remove and let the infection heal. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2015, product type: lead. (B)(4).